Manufacturer narrative:
Manufacture conclusion: although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. The report of external damage to the driveline was confirmed through submitted photos, which showed separation of the distal end bend relief from the controller connector as well as a tear to the bend relief. A correlation between the device and the reported kidney dysfunction and elevated wbc could not be conclusively determined through this evaluation. The separation of the silicone sleeve has been investigated and it has been determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and a corrective action was implemented. Log file analysis showed low speed events and pump stoppages while the system was supported by both the power module and batteries. These events also corresponded to alarms for low speed and flow hazard, as well as elevations in power and flow. A driveline fault alarm was also active for the majority of the recorded data. The heartmate ii instruction for use lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii instruction for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01667. This report is being submitted as additional information. The referenced reports of previous driveline repairs are covered under medwatch MFR report #2916596-2015-01704 and medwatch MFR report #2916596-2016-00328. Approximate age of device ¿ 4 years and 1 month. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was damage to the distal driveline on the white area where metal meets the driveline. A previous percutaneous lead (driveline) replacement had been performed; however, additional driveline issues were observed. The manufacturer¿s technical service representative reviewed the log file submitted and observed low speed operation events. Additional information: additional log files submitted for review showed the driveline continuing to deteriorate. On (B)(6) 2018, a pump stop occurred. At the time, the system controller was not running and the vad clinicians were unable to restart it. The patient experienced chest pain, difficulty breathing and reported feeling the pump try to restart. Upon switching to the backup system controller, the pump did not automatically start. The pump was able to restart after third attempt via the system monitor. After this event, the patient was transferred to adult surgical heart unit where medical management with dobutamine was initiated and milrinone dosage was increased. The pump speed was increased to 11,000 rpm. Log files submitted for review revealed pump stoppages on battery power as well as when connected to a patient cable after the system controller was exchanged. The customer was informed that the short to shield appeared to have matured into a phase to phase short and that pump stops could occur on either type of power source. Previously, two driveline replacements had been performed and there was no more room for another replacement. On (B)(6) 2018, it was reported that the vad system produced intermittent brief elevations in flow and power overnight. The patient was not on heparin and had a subtherapeutic inr due to recent mallory weiss tear and retroperitoneal bleed. The patient¿s lactate dehydrogenase was stable and urine was yellow. The customer submitted log files for review to inquire if there was anything concerning for thrombus. The customer was informed that the data within the file was not suspect of pump thrombus. The patient was not a candidate for a pump exchange and has historically not been due to high risk co-morbidities. On (B)(6) 2018, the patient¿s family withdrew support and the patient expired. The cause of death was reported as multi system organ failure vad related to initial symptoms of some end organ dysfunction. The vad was not functioning as intended related to history of short to shield. No additional information was provided.